Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery due to an occlusion, but the customer was unable to obtain replacement sets. Customer states that he has been reusing supplies for over a week. The customer's blood glucose level was unknown the time of the incident. Replacement sets were shipped to the customer.